Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic subtotal gastrectomy, while on stomach, the 60mm reload was used but the stapler only advanced 45mm. A crack was heard and the stapler stayed locked. A new stapler and reload were used complete the procedure. There was no patient injury.